Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: following a diagnostic cath and at the end of the procedure, the tr band had deflation while the patient was still in the procedure room and on the procedure table. The band was placed in a usual fashion by the cath lab rt or rn, and once the air inflator was detached from the band, the air immediately escaped. The band lost air once it inflated and syringe was taken off of the inflating port. The band did not hold air. Hemostasis was achieved with another tr band. Patient hemostasis was achieved, and per the nurse the patient did great in recovery. The device was not manipulated before use in any way, pre-use or during storage. The product was stored prior to use, on the cath lab shelf. The blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.